Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to migration of the receiver/stimulator. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 19, 2023.

Manufacturer narrative:
This report is submitted on july 11, 2023.